Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had low audio output. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, low audio output cannot be confirmed through data review. A global receiver functional test was performed and passed. A speaker resistance test was performed and passed. The receiver case was opened and a visual interior inspection was performed and failed. The speaker diaphragm was observed to be coated with superglue. The reported event of a low audio output was confirmed. The root cause was determined to be a contamination on the speaker diaphragm.